Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet china on november 15, 2019 revealed that the calibration and sample mesh could not be taken due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet china on november 15, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was damage to the mesh comb of the grinding mechanism. The event did not occur during surgery. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.